Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a biliary stenting treatment procedure, the outer sheath failed to retract. An rx ws permalume 8x60 biliary stent had been advanced to the "inserior" bile duct. While attempting to deploy the device, the outer sheath failed to retract. The physician modified the angle of the scope, but the outer sheath continued not to retract. The procedure was completed with another of the same device. There were no patient complications with the patient's current condition listed as "good". The returned product revealed shaft and stent kinks.

Manufacturer narrative:
Device analysis: it was noted, following a detailed device analysis, that the condition of the returned unit could potentially be related to the complaint incident. A visual examination of the returned device found that the stent was fully mounted. A kink was noted in the shaft at 14mm proximal to the tip. During analysis, it was possible to retract the outer sheath and deploy the stent without any issue. The distal end of the stent and inner were kinked consistently, where the outer sheath was kinked. The reported modification of the angle of the scope may have contributed to the kink noted at the distal end of the shaft, stent and inner and may also have contributed to the complaint incident. A review of the mfg documentation for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause is operational context due to anatomical.